Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem 'upstream occlusions' could not be reproduced during evaluation due to a reload set. The reported problem was confirmed through the causality and it was an out of specification ultrasonic sensor. The cause was determined to be ultrasonic sensor was out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had a upstream occlusion. There was no patient involvement. No additional information is available.